Manufacturer narrative:
The event unit returned to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: tamis. Event description: hospital name: [name] "dr was insufflating", "gelpoint path was leaking from the access channel dr had to press the whole system against the skin and the gel against the access channel to prevent leaking no insufflation took place". Additional information received by field team on august 25, 2025 by email: please note that we did not see any duckbill falling. Neither inside nor outside the patient. Also, I don't think this was the problem, since we tried attaching the insufflation directly to the gel rather than the isb and trocar, it still leaked air. Intervention: continued with minimal vision. Patient status: good.

Event description:
Procedure performed: tamis. Event description: hospital name: [name]. "Dr was insufflating", "gelpoint path was leaking from the access channel dr had to press the whole system against the skin and the gel against the access channel to prevent leaking no insufflation took place". Additional information received by field team on august 25, 2025, by email: please note that we did not see any duckbill falling. Neither inside nor outside the patient. Also, I don't think this was the problem, since we tried attaching the insufflation directly to the gel rather than the isb and trocar, it still leaked air. Intervention: continued with minimal vision. Patient status: good.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed that the duckbill, an internal rubber component of the sleeve, was fully dislodged from the sleeve. Applied medical has reviewed the details surrounding the event and related products and is unable to determine the cause of the reported event based on the evaluation of the returned unit. Applied medical has performed a historical trend analysis and review of production records and no trends were identified.